Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 426 mg/dl at the time of the call. The customer experienced abdominal pain. The customer treated with manual injection. No air bubbles or leaks were found. The customer found the basal rates settings were inaccurate. The high pressure test was not performed. The customer mentioned that the keypad was getting hard to push. Blood glucose at the end of the call was 372 mg/dl. It was advised to change the entire set, reservoir and insulin and treat per hcp's instructions. The insulin pump will not be returned for analysis.